Event description:
The end-user reported a female patient experienced pericardial effusion following implantation of a 28mm cardioseal in 2005. Two years later, we received a fax from the research coordinator at this facility identifying an adverse event which occurred two years prior to event. After two follow-ups, we were able to secure the implantation summary, the operative summary, and discharge summary. According to the implantation summary, the procedure was uneventful; the patient tolerated the procedure well, and had no complications. It was noted the patient experienced some occasional premature atrial contractions at the end of the procedure. The patient left the cardiac lab in a stable condition at the end of the procedure. While in the post procedure recovery room, the patient became hypertensive, and minimally responsive, a two dimensional echocardiogram revealed an extremely large pericardial effusion. The patient was intubated and the pericardial fluid was drained with a catheter. The patient was taken to the or where a midline sternotomy was performed identifying 2 small pin hole leak in the non coronary cusp of the ascending aorta and the adjacent right atrial appendage. It was reported the etiology of these injuries are anatomically inconsistent with the procedure performed in the catheterization lab. The defects were easily sutured and hemostasis was obtained in the or. The cardioseal remains implanted.

Manufacturer narrative:
This incident occurred in 2005, we received noticed from the end-user two years later, prior to following the incident. Our investigation into this matter revealed the causes of the injuries (leaks); resulting in the pericardial effusion was anatomically inconsistent with the procedure for implantation of the cardioseal. Due to the fact the cardioseal remains implanted in the patient, we have concluded that our device was not a contributing factor in this sequel. In light to this, we are considering our investigation into this matter closed without any further actions.